Manufacturer narrative:
(B)(4). Date sent: 04/26/2021. Per photographic evaluation: this is a review for a set of images submitted for evaluation. Pictures provided shows two pictures of an anvil, one picture has the blue anvil with a washer cut, flash is noted on the washer, the other picture shows a white anvil with a washer uncut, indented and with dents. Based on the photos reviewed, the event describe cannot be confirmed. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Only event year is known: 2021. Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the new design of the anvil is not good for handling. The surgeon needed 14minutes to remove the device from the anastomosis. There was no rep present during the case. No patient consequences were reported.